Event description:
It was reported in a literature review that the patient underwent a right l4¿l5 microdiscectomy and a right l5¿s1 foraminal decompression on an unknown date and absorbable hemostat was used. It was reported that hemostasis was noted to be particularly difficult during the surgery, and was aided with the use of absorbable hemostat and gelfoam. One day after surgery, the patient experienced significant changes including 1/5 ankle dorsiflexion and stress incontinence. An urgent MRI was performed which the neuroradiologist initially opined as concerning for epidural hematoma. The patient was taken back to the operating room for an exploration of the wound. Findings included gelfoam and absorbable hemostat causing thecal sac compression, and an intact dural repair. There was no evidence of an epidural hematoma. On the first postoperative evaluation, the patient reported worsening numbness in the right l5 and s1 distributions as well as new numbness in the right buttock. The patient also reported diminished sensation during voiding which the patient was still able to control. Postoperatively, the patient reported a subjective improvement in sensory deficits as well as voiding sensation. After 24 months, the patient has 1/5 ankle dorsiflexion and great toe extension as well as diminished sensation in the right s1 dermatome. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.